Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect stat troponin-I result for one patient. The patient was drawn again two hours later, and the result was negative and the patient was discharged. The following data was provided: initial result 0.138 ng/ml (normal range <0.028 ng/ml), a new sample was drawn 2 hours later, and the result was 0.014 ng/ml, repeated 0.014 / 0.013 / 0.012 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
A ticket search for lot 75304un21 did identify an increased complaint activity related to falsely elevated patient result. Trending review did not identify any trends for the complaint issue. Device history record review was performed on lot number 75304un21, which did not show any potential non-conformances, deviations, or non-conformances. Historical performance of the lot 75304un21 which was evaluated using worldwide data field data for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 75304un21 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 75304un21. Labeling was reviewed and found to adequately address the falsely elevated patient result. Based on all reviewed data, we conclude that there is no general issue with the lot number identified in this complaint.